Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that while in the hospital, the customer's blood glucose bottomed out and the customer coded. The customer was taken to the intensive care unit. The customer was hospitalized on (B)(6) 2016. The caller stated that the customer thought she had pneumonia and kidney stone, however, when she went to the kidney doctor they found cancer in the x-ray. The caller stated that the customer passed away on (B)(6) 2016, in hospice care. The cause of death was kidney cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the nurses five days prior to the customer's passing. The customer was not using sensors. The caller stated that they will search for the customer's insulin pump and, if found, will return it for analysis. Pump was unable to prime during the prime/a33 test due to a faulty fsr (gold).